Manufacturer narrative:
Updated sections: model/lot #, date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. Correction: date of event. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files revealed a rise in power consumption starting (B)(6) 2016 to a peak of 5.1 w on (B)(6) 2016; thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. However, the most likely root cause for high power event can be attributed to external factors like thrombus formation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received from the clinical database that a patient experienced "high watt" over the course of three days along with symptoms of heart failure. He admitted to hospital and treated with intravenous tissue plasminogen activator and integrilin resulting in normalized pump parameters and hemolysis lab indicators. The patient was discharged home two weeks after his admission on (B)(6) 2016.

Manufacturer narrative:
After review of additional information received sections have been updated accordingly. The hvad is used for treatment not diagnosis. The device remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing documentation revealed that the device was within specification prior to its release. A review of the controller log files revealed a rise in power consumption starting on (B)(6) 2016 to a peak of 5.1w on (B)(6) 2016. Waveform trends of this nature may be indicative of a thrombus event or change in the patient's condition. The most likely root cause for high power event can be attributed to external factors like thrombus formation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Based on the available information clinical factors that may have contributed to the reported event include the patient's pre-existing history of dilated cardiomyopathy and chronic infections as well as his post-implant history of previous hemolysis events. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; there are patient and procedural factors that may have contributed to this event. Corrected data: device manufacture date.